Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that it was noted during post op check that this right atrial lead came loose. Moreover, the physician opted to remove and replace the lead. This ra lead was explanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that it was noted during post op check that this right atrial lead came loose. Moreover, the physician opted to remove and replace the lead. This ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The dislodgement allegation was not confirmed. No anomalies were noted at the lead tip. Cuts in the insulation and deformed coils were noted from the terminal end, assumed explant damage.